Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6). H3: analysis of the wr9200 wireless recharger (serial number (B)(6)) revealed the device was unresponsive, leds scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when placing the recharger back onto the dock, different lights started to flash on the device. When the patient took it off the dock, the recharger stopped flashing lights. The recharger unit had been on the charging dock overnight and resetting was performed a few times with no change to the unit. A replacement was arranged and the issue resolved. It is unknown if there were any patient/external/environmental factors contributing to this event. No patient complications were reported as a result of this event.